Manufacturer narrative:
The pump alarmed motor error alarm during the basic occlusion test due to faulty force sensor system. The motor passed motor test. The pump was unable to confirm compromised force sensor system alarm due to motor error alarm. The pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and cracked on display window.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 160 mg/dl. The customer stated that she was changing her infusion set and every time she primed it, a compromised force sensor system alarm came up. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.